Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit broke because of high force. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation shows that the drill bit is not broken but twisted and slightly bent at the tip. The device shows scratches and wear and tear signs all over on the surface. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause. It is likely that this product was an often and intensive used instrument and too much mechanical force was applied on it during a surgery, which has finally led to the complained issue. Blunt drill bits require more mechanical power during the application, therefore it is recommend that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.